Event description:
Prior to a rotational atherectomy/stenting procedure, a foreign substance was found on the wire. Upon removal from the packing hoop, a foreign substance was found on the wire. No pt injuries or complications were reported.